Manufacturer narrative:
Article citation: akkad, neha, kodgule, rohan, duncavage, eric j et al. Evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing. Oxford university press on behalf of the aesthetic society. 2022; 1-29. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: cd30 positive, alk negative alcl.

Event description:
Through journal article ¿evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing¿, authors report a patient diagnosed with rupture and bia-alcl. The specific markers confirming this event have been reported as cd30 positive and alk negative. The manufacturer of the device is unknown. Affected side is left. The device has been explanted and replaced.